Manufacturer narrative:
B3: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D4: product identifiers are unknown; hence 510k is unknown. E1: initial reporter details are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'utility of expandable interbody cages in open transforaminal interbody fusions: a comparison with static cages'. The following spinal devices were used: expandable interbody cages and associated instrumentation. Among patients, adverse events/device performance issues included: cage failure in 10 cases, with 8 requiring revision surgery, and 1 vertebral body fracture requiring revision. Intraoperative complications included 3 cerebrospinal fluid (csf) leaks, 1 pedicle infraction, and 1 transient cauda equina deficit (which resolved postoperatively). Neurological deficits were reported in 16 patients (including motor, sensory, and bladder deficits, with partial or full resolution in some cases). No further information was provided pertaining to specific medtronic products.